Manufacturer narrative:
Additional comment per foremc by r&d project manager on (B)(6) 2018: metal debris were found included into the articulating surfaces (inner and outer) of the pe dm liner.

Manufacturer narrative:
On 13 december 2017 the medical affairs made the following analysis: partial hip revision surgery (head and dual-mobility polyethylene liner) 4 years and 5 months after primary implantation. Radiographic image provided shows signs of polyethylene insert wear. This event is a possible mid-term adverse event described and quantified in literature. The amount of femoral osteolysis apparent from the radiograph is small and therefore the artificial joint stands a good chance of long term survival, with the new mobile insert made of highly crosslinked pe. Batch review performed on 14 december 2017. Lot 091554: (B)(4) items manufactured and released on 24 mar 2010. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that head wore through the poly. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2018 the r&d project manager checked the retrieved devices: the dm hc liner results highly scratched on the outer surface, just below the equatorial edge. Scratches show a regular pattern indicating a constant scratch contact. This is probably due to an acetabular asperity caused by impingement event in the acetabular shell edge or debris constantly entering the mop external articulating surface. The hc liner shows sign of strong impingement events on the equatorial edge. No images nor descriptions of the acetabular shell or surgical field during revision surgery are available. Moving towards the polar region of the external surface of the hc liner, effects of third body wear become predominant. Extensive and irregular volumetric wear showing signs of creep and cracking, resulting in complete structural failure in the load bearing portion of the articular surface. This is highlighted also analyzing the inner articulating surface: hc liner shows signs of head penetration resulting in complete cracking of the hc liner, exposing the femoral head to mom contact with the acetabular shell. The mobility of the hc liner inside the acetabular shell was probably compromised after extensive volumetric wear, resulting in loads being concentrated in the same internal surface portion, giving the way to total head penetration. The rest of the internal articulating surface looks unaffected by wear. The external surface's polar region still shows milling production marks, with no signs of wear.